Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The leakage between housing and cover can be confirmed. The most probable route-cause: bad bonding at the connection between cover and the housing. The data is also being handled through a designated. Maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Customer reported that during ecc, after few minutes to start ecc procedure, arterial filter quart started to leak, they changed for the new one tubing set h 105700. No patient injury was reported. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted upon receipt of further info. (B)(4); component lot#: 70099859; 510(k)#: k082544.